Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump had stalled for around 189 hours and was still stalled. It was confirmed the patient did not have an MRI or had not been exposed to strong electromagnetic interference. The patient had a return of symptoms so the patient was treated with oral baclofen which controlled the symptoms. Troubleshooting was reviewed regarding the motor stall. The attachments did not indicate exactly what had happened. Technical services reviewed their suspicion that during an update on (B)(6) 2023, there could have been a problem with telemetry during the final update which may have caused the pump to stop. The issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient's age, weight, gender, and medical history were unknown. The implant date of the pump was unknown. The cause of the motor stall was unknown. It was unknown if the event resolved. The status of the pump was unknown. It was unknown if the logs confirm a motor stall had occurred. It was unknown if any further actions/interventions and diagnostics/troubleshooting had been performed.